Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) balloon ruptured on calcium at the 2nd stop (arteriotomy). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Presence of pvd/calcium was noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No vessel tortuosity was noted. The vcd was being used in conjunction with a n unspecified procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. At prep, the black marker on the inflation indicator was fully exposed. It is unknown if the stopcock was opened when the balloon was at the arteriotomy. It is unknown if there was resistance while inserting the device. No resistance was felt while pulling back. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered with no complication. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the device had evidence of exposure to blood. The shuttle was engaged to the black handle as received. The sealant and advancer tube remained in their manufactured positions. The syringe was connected to the device with the stop cock closed. The procedural sheath was not returned. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal neck. A device history record (DHR) review of lot f1805402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned devices due to the tears found in the balloons. However, the root cause of the tears could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Based on the limited information available for review, vessel characteristics (pvd/calcium present in the vicinity of the access site) most likely contributed to the two balloon loss of pressure reported as evidenced by the type of tears found on the balloon. According to the instructions for use, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) balloon ruptured on calcium at the 2nd stop (arteriotomy). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Presence of pvd/calcium was noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No vessel tortuosity was noted. The vcd was being used in conjunction with a n unspecified procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. At prep, the black marker on the inflation indicator was fully exposed. It is unknown if the stopcock was opened when the balloon was at the arteriotomy. It is unknown if there was resistance while inserting the device. No resistance was felt while pulling back. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered with no complication. Addendum (07/05/2018) additional information indicated that a second 6f/7f mynxgrip vascular closure device (vcd) was used in the same patient and the balloon also ruptured at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. It is unknown if the stopcock was opened when the balloon was at the arteriotomy. It is unknown if there was resistance while inserting the device. No resistance was felt while pulling back.